Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, and lymphoma-alcl-suspected.

Event description:
Patient reported right side "significant increase," "liquid," "lumpy," "bia-alcl lymphoma," "intense pain," "discomfort," "enlargement," "folding," affected self-esteem and psychological state. Healthcare professional reported capsular contracture, baker grade ii and "high volume and heterogeneous seroma." Pathological marker cd30+ has been received. Pathological marker alk- has not been received. The device remains implanted.